Manufacturer narrative:
The delivery system was returned to edwards for evaluation. Visual, dimensional and functional analyses were performed. Upon visual inspection, a slight bend/kink on the balloon shaft at the proximal end of the delivery system was observed. A leak was confirmed under the strain relief and separation of the balloon shaft was observed. The device was able to be de-aired. No other visual abnormalities were observed. During dimensional inspection, the balloon shaft outer diameter (od) distal to the break was measured and found to meet specification. No manufacturing non-conformances were found which could have contributed to the reported complaint event. No IFU/training deficiencies were identified. A review of complaint history from (insert month prior to complaint) 2015 to (insert month of complaint) 2016 revealed other returned complaints confirmed for commander delivery systems leakage distal to the y-connector (all sizes). In addition, a review of complaint history for the month of (B)(6) 2016 revealed that the occurrence rate for the trend category of commander delivery system leakage exceeded the trend category control limits. All devices are 100% inspected by manufacturing and quality from the distal to proximal ends of the device under 2.85x minimum magnification for device damage (e.g. Kinks, cuts). Also, balloon catheters are 100% leak tested. The related manufacturing lot underwent product verification testing on a sampling plan, which included visual inspection, tensile testing of the y-connector/balloon shaft joint, and inflation and deflation time; all samples passed visual inspection. During tensile testing, the calculated tolerance limit was statistically above the lower specification limit. The complaint for leakage was confirmed, however the cause has not been confirmed. Although it is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause or propagate the observed damage, it is also possible that a potential manufacturing/design related issue may have also contributed to the complaint event. Due to the severity associated with balloon shaft fracture near the y-connector, and other similar confirmed complaints, a risk assessment was performed and corrective/preventative actions are being addressed through a CAPA. This unit was manufactured prior to the implementation of any changes. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warning, contraindications, and the directions/conditions for the successful use of the device.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during preparation, the delivery system could not be de-aired. A new system was used to complete the case. During pre-deco and preliminary evaluation of the returned device, a leak next to the y-connector and a crack under strain relief distal to y-connector were observed.